Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device stalled the motor drive unit during the evaluation. When the trigger alone was attached to the motor drive unit, the device operated as intended. When the returned main housing was attached to that trigger and activated, the device stalled and the blade would not rotate.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the blade of the device seized and stopped rotating. A second device was used to complete the procedure with no adverse patient consequences.